Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that during a saline trial, the (B)(6) customer unlocked the pump and turned the lock feature off. Reportedly, the customer made changes to the personal profile and delivered a saline bolus.